Event description:
It was reported that during an endovascular therapy procedure (evt), a balloon rupture occurred. Approach was obtained via the common femoral artery (cfa).the 90% stenosed target lesion was located in the moderately tortuous left common iliac artery (cia). A non-bsc guide wire was advanced and crossed the lesion. The 10 mm x 2.0 mm sterling balloon catheter was advanced for dilatation. Inflation was performed once to 6 atms. During the second inflation, the balloon ruptured at 8 atms. The device was removed and the procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore, a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).